Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. The patient was not sure if the omnipod was related to the patient's septic foot. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system user guide: model: ust400. 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The daughter of a patient reports her mother was in the hospital due to a septic foot and was not sure if this was related to the omnipod. The patient had a pod in which the cannula did not deploy. No further information provided.